Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and provided the customer with a new extension cable and a new ECG cable to keep in his warehouse. All functional and safety checks performed to meet factory specifications.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a broken ECG monitoring cable, electrode interrupted. The cable was torn by the nurse during transport by hitting the wheels of the bed. The nurse replaced the defective part with a new one immediately. There was no patient harm.